Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information confirmed that the implantable pulse generator (ipg) had reached its end of service. The patient opted to proceed with replacement and successfully underwent a procedure in which the ipg was removed and replaced. Postoperatively, the patient is recovering well. In accordance with facility policy, the explanted device was not released and will not be returned.